Manufacturer narrative:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. Our field service engineer has investigated the reported ventilator on site. Both gas modules were replaced to resolve the issue and sent back for investigation. The provided logs confirm the reported issue. The returned gas modules have been tested in a ventilator. The o2 gas module passed all the tests without any issue. The air gas module passed the pre-use check. During ventilation for 24 hours it alarmed for o2 concentration high. Another pre-use check was performed after the ventilation. It failed with the internal leakage and flow transducer tests. During the inspection on the air gas module, it was noticed that the outer cover had traces of vaporized liquid. Further inspection inside the air gas module revealed that a printed circuit board inside the air gas module was contaminated with a liquid substance as well which affected 2 integrated circuits. No further investigation is needed as liquid contamination can lead to ventilator malfunction and short-circuit inside the components that are affected. The source and the type of liquid is unknown. Therefore, no root cause can be established by this investigation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** the UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model #. D1 - brand name - previous brand name: servo-I, - corrected brand name: servo-I base unit d4 - version or model # - previous version or model #: servo-I, - corrected version or model #: 6487800.

Event description:
It was reported that the ventilator failed internal leakage test with a message 'system volume too large' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).